Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the black box and alarm history showed a cs 078 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm and moisture in the pump. The pump case was removed and the motor flex connector was observed to have failed due to internal moisture damage nearby and there was moisture observed on the motor flex connector. It was also observed that the motor and the sound alarm were not working due to moisture. Unrelated to the original complaint, it was observed that the battery compartment was cracked and there was evidence of moisture in the battery compartment and on the piezo. A leak test was performed and failed due to a battery compartment leak. Also unrelated to the initial complaint, it was observed that the audio bolus button was damaged but it was responsive during the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a 078 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.